Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, company cartridge was cracked upon implantation. The iol was unable to be implanted. The iol was injected out of the cartridge and refolded with a different cartridge. The patient was not hospitalized as a result of this event. There was patient contact and no patient harm. Additional information has been requested but is not available at the time of this report.